Event description:
Pump was exchanged due to pump thrombosis.

Manufacturer narrative:
Weight, remedial action: additional information. Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed the report of low flow hazard alarms; however, a specific cause for this finding could not conclusively be determined through this evaluation, and a direct correlation between heartmate ii lvas, serial number (B)(6), and the patient's reported hemolysis could not conclusively be established through this evaluation. The submitted log file contained data from 09nov2018 at 10:57 through 14dec2018 at 11:40. Intermittent low flow hazard alarms were recorded on (B)(6) 2018, (B)(6) 2018, (B)(6) 2018, (B)(6) 2018, (B)(6) 2018, (B)(6) 2018, (B)(6) 2018, (B)(6) 2018, and (B)(6) 2018, when flow dropped below the 2.5 lpm threshold. Throughout the file, flow estimation ranged from 2.4-2.9 lpm; pump power ranged from 2.5-4.9 watts; and the average pi varied between 4.3 and 8.5. The pump appeared to function as intended. Multiple requests for additional information regarding the patient¿s hemolysis and low flow alarms were sent to the account. No further information was provided. Heartmate ii lvas, serial number (B)(6), was retained at the hospital, and will not be returned for evaluation. The hmii lvas IFU lists hemolysis as an adverse event that may be associated with use of the heartmate ii left ventricular assist system, and contains information regarding the recommended anticoagulation therapy and inr range. The IFU also explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Additionally, this document explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. The alarms and troubleshooting section of this IFU describes all alarm conditions, including the low flow hazard alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Age of device: 1 year, 4 months, 10 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that device alarmed for low flow alarms. Patient had elevated lactate dehydrogenase(ldh) and hemolysis. On (B)(6) 2019, the patient underwent a pump only exchange off cardiopulmonary bypass via a subcostal incision. The inflow conduit and outflow graft were not replaced. No thrombus was confirmed in the pump during the surgical procedure. It was reported that patient tolerated the exchange well. Pump will be returned for analysis. No further information was provided.